Event description:
It was reported that the mount-tabs were breaking off the blades. No adverse consequences were reported.

Manufacturer narrative:
The blades subject to this complaint were not returned for eval. Lot number details were not provided. Based on the info provided and other more recent complaints reporting similar events, the root cause for the complaint is determined to be multi-factorial.